Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted global technical service (gts) regarding being connected to the homechoice (hc) during priming. The home patient (hp) stated that he was connected during priming, then disconnected and tried to prime again but did not use a mini cap. Gts advised the hp to start over with new supplies to ensure a sterile patient line. Baxter product surveillance was contacted by the care giver (cg) (B)(4) 2012 regarding the reported problem. The cg stated that the reported problem was the patient's error. The cg stated that they did end up starting over with new supplies and continuing therapy as normal. The cg stated that they believe they did contact the patients nurse about the not capping off with mini cap, but they cannot recall what the nurse stated. The cg stated there was no medical intervention needed. The cg stated that the patient no longer a set up for therapy by themselves, and that now the cg has been assisting with the setup. The cg stated that ever since this change was made therapy has been going smoother, and the patient has been doing well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who was connected to the cycler during prime. The label review found the patient at home guide to be adequate for the use error in this incident.